Event description:
I can't 100% say that this was a result of failed cgm's, but on tuesday night going into wednesday morning, I had a white hot shooting pain in my right foot every couple of minutes for about six hours. I've been type one diabetic for 26 years and do have numbness in my toes, but I have never experienced any neuropathy pain before tuesday night. I did not seek medical attention for the event, so I don't have a confirmed diagnosis.